Manufacturer narrative:
Citation: mylotte, d. Md et al. Transcatheter heart valve failure: a systematic review. European heart journal (2015) 36, 1306¿1327 doi:10.1093/eurheartj/ehu388 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter heart valve failure. All data were collected from a dat abase literature search that reviewed articles published between 2002 and 2014. Seventy publications were identified and included corevalve and non-medtronic transcatheter bioprosthetic aortic valve implantations. Serial numbers were not provided. Among all patients adverse events included: endocarditis: endocarditis with vegetation, abscess, stenosis and regurgitation. Treatment was reported as medication or surgical intervention. Valve migration: valve migration with regurgitation, paravalvular leak (pvl), interaction with the mitral valve and subsequent mitral valve regurgitation. Treatment included valve-in-valve or surgical procedure. Structural valve failure: paravalvular leak (pvl),cusp rupture, stenosis, regurgitation, leaflet calcification and increased gradient measurements. Treatment included the implant of a second transcatheter valve or the replacement with a surgical valve. Thrombus: thrombus with pannus and subsequent restricted leaflet mobility treated with medication or surgical intervention. No additional adverse patient effects or product performance issues were reported.